Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: on examination, there was moisture observed behind the display lens. A leak test revealed a leak due to a cracked pump case. The pump was opened for investigation and revealed moisture throughout the inside of the pump. Complete testing was not possible due to moisture ingress.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a casing/condition (moisture ingress) issue and no functions were possible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.